Event description:
The patient reported via the manufacturer representative that their implantable neurostimulator (ins) had turned off spontaneously 5-6 times over the last 3-4 months. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting or interventions performed. The cause of the issue was not determined. It was unknown if the issue was resolved at the time of the report. The patient was to be seen in the clinic at a future date yet to be determined for impedance testing and device interrogation. The patient status was alive with no injury. The indication for therapy was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.